Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm off no power anomaly due to blank display. Device received without battery cap unable to confirm damage. Device received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube and cracked case at reservoir tube window corner. (B)(4).

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 301 mg/dl. After troubleshooting, display did not return. Customer declined troubleshooting for high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.